Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice unit during dwell 3 of 4. The home patient (hp) stated he was connected at the time of the alarm and had not disconnected any time prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The baxter technical service representative explained the alarms and advised the hp to use manual supplies to complete therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.